Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the patient had a leaking cassette. The reporter noted that the morning dose had probably leaked. They cleaned everything and gave an extra dose. They have been waiting if that extra dose was sufficient. The pump kept displaying that the cassette has been removed. Dosage: continuous: 2.7, morning 13.0, and extra dose 2.5. (B)(6) to document the duodopa pump involved in the complaint. There was patient involvement, however, no adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.